Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that this rv lead was explanted due to undersensing r waves and intermittent capture at high outputs. These issues were noticed by the physician following the patients cardiac valve surgery (date unknown). No adverse patient events were reported. Should additional information become available, this file will be updated.